Event description:
Customer reported that two patient's samples containing anti-d did not react with 0.8% resolve panel a lot 8ra 186. One patient has passively acquired anti-d. The other patient has a confirmed true anti-d. No reactivity was observed with cells 1, 2, and 11.